Event description:
Caller reported a malfunction on the pump with a malfunction code malf 16-0x20e6. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer transitioned to multiple daily injections (mdi) as a backup therapy while cts decided to replace the pump. Cts provided a replacement pump with updated software, instructed the caller on how to use storage mode for the old pump, and arranged for its return via ups within ten days.